Event description:
The customer contact reported a leak of a chemotherapeutic agent. The plumset was being used to deliver an unspecified concentration of dextrose solution. At an unspecified time, a secondary tubing set was connected to the clave port of the cassette of the plumset to deliver an unspecified chemotherapeutic agent. It was reported that 30 minutes later, a "few drops" of solution leaked from the connection of the two tubing sets. The tubing sets were replaced and the therapy was resumed. The solution that leaked was cleaned up according to the user facility's protocol. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).